Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with no door latch; this condition had the potential to interrupt delivery. This condition was found in the ICU upon power up. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with no door latch was confirmed and reproduced during product evaluation. This condition was caused by a missing door latch on pump 2. Pump 2's door latch was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.